Event description:
It was reported that approximately five weeks post implant of the implantable pulse generator (ipg) system, tricuspid vegetation was observed. It was further reported the physician suggested the vegetation was secondary to infection. The ipg system was explanted and temporary pacing was utilized until implant of new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.